Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported, "after placement of the PICC, while using the sherlock system or the ECG trace, we notice that the catheter tip does not appear (only ECG base trace). Once the guide wire removed from the catheter, it was noticed that the wire was ¿chocked¿ almost broken. It became necessary to perform thoracic examination to verify correct PICC positioning. The patient has been subjected to an additional check x-ray to check the correct positioning."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of broken stylet was confirmed. The product returned for evaluation was one 3cg stylet with a t-lock assembly. The returned product sample was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: ¿ microscopic examination revealed deformation of the stylet tubing at magnet edge(s). ¿ microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding. Measurements of the stylet tubing, stylet core wire, and magnet were taken and confirmed to be within specifications. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, "after placement of the PICC, while using the sherlock system or the ECG trace, we notice that the catheter tip does not appear (only ECG base trace). Once the guide wire removed from the catheter, it was noticed that the wire was ¿chocked¿ almost broken. It became necessary to perform thoracic examination to verify correct PICC positioning. The patient has been subjected to an additional check x-ray to check the correct positioning."